Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to electrical problems, cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchofibervideoscope exhibited the image had vertical stripes. There was no patient involvement.